Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low flow alarms and the account attributed the alarms to the patient¿s right heart failure. A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump operated above the low speed limit for the duration of the log file. The log file recorded several, transient low flow alarms throughout the log file when the patient¿s calculated flow decreased below the low flow threshold of 2.5 lpm. The patient¿s flow increased above the low flow threshold following these events and no further alarms were captured. The log file appeared to show the pump operating as intended. The patient was discharged and remains ongoing on ventricular assist device (vad) support. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 04nov2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing increased right heart failure. The patient was put on a milrinone drip and is currently at home. He is listed for transplant but needs to decide if he wants to use his 30 days.